Event description:
The customer reported getting button error alarms. Troubleshooting was performed. The caller stated that she was not holding the button down for three minutes or greater. Advised the customer that a replacement of the insulin pump will be replaced. Days later, the customer called back and stated that she went to the emergency room due to ketones and high blood glucose of 340mg/dl. The customer was treated with a shot of lantus and released. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as at result of a cracked end cap. The device also had a button error alarm due to moisture damage on the keypad traces. The insulin pump had missing end cap sticker. However, the device passed the displacement test, rewind, and basic occlusion tests. Further testing could not be performed due to the cracked end cap.